Event description:
It was reported the screen is cracked, and the programmer rf (radio-frequency) head will not interrogate any device, unless the cord is pulled hard to the left, at the point where it connects to the programmer. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the screen was cracked. Analysis was unable to verify that the rf head would not interrogate, this device was not returned with the programmer. It was also noted that the hard drive failed, the link electronic module (lem) circuit board failed during testing, and the personal computer memory card international association (pcmcia) card housing was broken.